Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and found that the ventilator failed at transducer test. The customer cross checked with other main pcb (printed circuit board) and the ventilator is working fine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault, low pip (peak inspiratory pressure), low ve (minute ventilation), ventilator eeprom (electrically erasable programmable read-only memory ) write failure and circuit disconnect. The customer confirmed that there was no patient involvement associated with the reported event.